Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving gablofen 2000mg/ml at 479.8mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was experiencing intermittent loss of therapy. Per the patient¿s mother, for the last 4 months, the patient has several days/week of increased tone and lack of efficacy, mixed with several ¿good¿ days. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed. A catheter revision was done, the entire pump segment and 2.4cm of the tip segment were removed and per the physician the pump pocket was opened and a small hole in tip segment of the catheter was identified. The physician was able to aspirate from the catheter with air bubbles. A new pump segment was added to the remaining tip segment and a cap (catheter access port) aspiration was completed with no air bubbles. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter body-kink observed; catheter body-hole caused by repeated flexing. If information is provided in the future, a supplemental report will be issued.